Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 2/29/2016: litigation papers received. A dor has been provided. There is no new information that would change the existing investigation. This complaint was updated on: 3/7/2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Litigation papers allege pain and elevated metal ion levels. Update rec'd 9/25/2015: litigation papers allege weakness, pain, and increased metallic ions. The stem & sleeve have been added to the complaint. Complaint updated on 9/30/2015.